Manufacturer narrative:
No serious injury/harm to patient or user reported. No indirect harm reported. No required intervention to prevent permanent damage reported. No hospitalization - intial or stay prolonged by 1 day or more reported. No serious injury, disability or permanent impairment reported. Not reported as life threating. No death reported. This was informed based on maude database but could not be located on maude database therefore this is a report for a customer report that may not exust but as such we are precautionarily reporting it.

Event description:
Priior to use: preparing for intubationwhen we discoved device would not illuminate.